Event description:
It was reported the rigid video scope had a picture quality issue due to flickering. The reported malfunction occurred at an unspecified time. It is unknown if there was any patient involvement. Additional information regarding the reported event has been requested, however to date has not been provided. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were discovered: no image is visible, and fiber bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore stripes in image occur (the reported issues "flickering" is accompanied by the confirmed failure). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had a picture quality issue due to flickering. The reported malfunction occurred at an unspecified time. It is unknown if there was any patient involvement. Additional information regarding the reported event has been requested, however to date has not been provided. There were no reports of patient injury or medical intervention associated with this event.